Event description:
The patient expired during their prescribed zio at wear period. According to the follow-up with the account, the patient went to the emergency room and subsequently passed away. However, the account was unable to confirm or provide details about the patient's cause of death. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved.

Manufacturer narrative:
This supplemental report is being submitted to correct the UDI from (B)(4) to (B)(4). Please see the update in section d4.